Manufacturer narrative:
Manufacturing process review performed by the instrument supplier: bayonet drill ø 3.2 mm l 56 lot. 17h0687. Batch released on the 17 jan 2017. N. Of pieces released 286. All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Other 5 similar complaints already received on this batch. We suppose that the device was subject to an improper use. The rupture could have been caused by a drill flexion during the use which led to the drill breakage. Preliminary investigation performed bx medacta hip r&d project manager the photo shows the drill bit broken in the half, probably in correspondence of the most critical section in the beginning of the helix. The reason is unknown, but is probably related to a excessive flexion force applied during its use.

Event description:
During the primary hip surgery, and while the surgeon was drilling the acetabulum, the drill bit broke. Another drill bit was opened and the surgeon used it to complete the case. There was a 30-second delay in the case and the drill bit came from a loaner set. The surgery was completed successfully.